Event description:
It was initially reported that the company rep was requesting a replacement system, because the metal part of the serial cord that plugs into her handheld computer comes off and if she places it back on it works fine but she is afraid to continue to trust it. The programming system was returned to the MFR for analysis but it has yet to be performed.